Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor cannula was missing. The customer stated they were unable to insert their sensor as a result. Customer's blood glucosewas 111 mg/dl the customer was unable to check if the sensor cannula was pulled up through the base as they have discarded the housing needle. It was also found the customer's transmitter did not blink when connected to the sensor. The customer was advised to return their sensor. Customer was advised their sensor may have been damaged during insertion. The customer agreed to return the sensor for analysis.